Event description:
A physician reports a patient was seen after she received injections of product in her cheeks and hands by another physician. The patient reported numbness, tingling, swelling and "micro-spiders" in the areas that were injected. There has been no improvement to the patient's symptoms since the report was first received. The reporting surgeon has not been able to identify pockets of product that can be removed and the product appears to be migrating from the cheeks to the upper arms and shoulders. The reporting surgeon was informed that this product is not approved nor have we conducted studies for dermatolgocal use.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the information required to complete a review of product history records was not provided. This product is not approved nor have we conducted studies for dermatolgocal use. No conclusions can be drawn.